Manufacturer narrative:
The steris service technician contacted the user facility who stated an employee had initiated a diagnostic cycle and left the room. Upon her return she saw water on the countertop and floor. The display on the processor stated fill time-out. During discussion with the technician the employee stated she did not place the tray in the processor before initiating the cycle. The presence of a tray is necessary for a proper chamber seal. A proper chamber seal prevents air and fluids from exiting the processor. The employee placed the tray in the processor, ran a diagnostic cycle and confirmed to the steris technician that the cycle completed successfully.

Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.